Event description:
The pin collet was sent for evaluation because metal shavings were coming out of the device during cleaning. No adverse event was associated with the device.

Manufacturer narrative:
Additional info will be submitted once the quality investigation is complete.